Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a laparoscopic repair of a complex ventral incisional hernia on (B)(6) 2013 and 2 mesh were implanted. On (B)(6) 2014, she underwent surgery to attempt an open repair of a recurrent incisional hernia with bilateral component separation and removal of the previously placed mesh. Lysis of adhesions was done and the old mesh was explanted. On (B)(6) 2015, the patient underwent another surgery to repair a recurrent incarcerated incisional hernia with a primary suture closure and underlay reinforcement with mesh (30 cm x 25 cm). The procedure revealed multiple loops of small intestine and colon incarcerated within an epigastric incisional ventral hernia. The defect was repaired laparoscopically with sutures and mesh as an underlay reinforcement. She continues to have follow-up treatment for the severe pain and complications. No additional information was provided.

Manufacturer narrative:
Patient code: (B)(6). It was reported that following insertion the patient experienced scar tissue. It was reported that patient underwent mesh removal on (B)(6) 2014 by dr. (B)(6) .no additional information was provided.